Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a damaged teflon pad. The instrument was found to have scratches on the blade's surface. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that during a da vinci-assisted gastrectomy-total surgical procedure, the user observed that the harmonic ace instrument teflon pad was damaged. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient and there was no impact or patient consequence reported.